Event description:
Information was received from the site that the patient was admitted to the hospital on (B)(6) 2015 with increasing flow and power. On admission the ldh was 2400, the inr was 2.1 and urine was coca cola colored. Heparin infusion was started on (B)(6) 2015. A manufacturer's review of submitted logs revealed an increase in trends beginning 4/3/2015 with a peak power of 5.7 watts at 2800 rpm; parameters were within normal limits at the time of the analysis. The site reported a peak power of 10 on (B)(6) 2015. Tpa infusion was started on (B)(6) 2015 with a decrease in power and flow noted following initiation of tpa. Review of log files on (B)(6) 2015 confirmed that power consumption had returned to within normal operation.

Manufacturer narrative:
The vad, as reported remains implanted and therefore was not returned to the manufacturer for evaluation and there has been no further reports of adverse events or device issues. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption and estimated flow for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. A root cause conclusion regarding the reported event, which is known and addressed in the labeling, cannot be determine; however, patient and clinical factors may have contributed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The device(s) listed in this report is (are) used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0. While there is no evidence based on the available information, it may be possible that there are some underlying health conditions that could have predisposed the patient to this event. From the available information, the device operated within specifications and as intended, with no evidence of any device performance issues contributing to the event. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. We should implement these changes in regulatory reports are submitting, starting today. The pump remains implanted.